Manufacturer narrative:
(B)(4). Investigation / evaluation: during the investigation of this event, a review of the complaint history, documentation, drawing, instructions for use, quality control (qc), dimensional verification and a visual inspection of the returned product was conducted. The visual examination revealed the catheter was separated into two segments. The first section was 31cm from the proximal fitting attachment to the separation. The suture was still present inside the catheter, but was also separated from the distal section. The stiffener had been removed from the catheter and was not present in this section. The distal separated portion was 14.7cm from the separation to the distal tip. The suture was in the catheter as returned. The flexible stiffener was also in the distal portion of the catheter. An attempt was made to remove the flexible stiffener from the catheter; however, the stiffener could not be removed either from the distal tip or back through the separation. There was blood and biomaterial which oozed from the sideports as an attempt was made to move the stiffener; however, we still could not move the stiffener. The customer also returned the other portion of the flexible stiffener. The stiffener had multiple kinks at 1.4 cm 12.4 cm, 22.8cm and 62.0cm from the proximal hub. The stiffener was separated at 90.1 cm from the proximal hub. The portion of the stiffener that remained in the catheter had evidence of stretching from what we could see through the opening. Likely the stretching is as a result of the physician's attempt to remove the catheter during the procedure. A review of records found this to be the only complaint recorded of the given lot. Per quality control specification, there is a confirmation that the flexible stiffener will pass freely through catheter, proximal fittings and lumen. This device is shipped with an instructions for use (IFU); which states the proper warnings, precautions, and instructions for use. Based on the information provided and the results of our investigation, we are unable to determine with certainty the root cause of the reported difficulty. We have notified appropriate personnel and will continue to monitor for similar events. Per the conclusion of the quality engineering risk assessment (qera), further risk reduction is not required.

Event description:
The physician gained access to the right side of the liver into the biliary system with the access set. Inserted the .018 guidewire and inserted the .035 dilator of the set. Got a glidewire into the duodenum and then got a kumpe catheter into the duodenum. The physician then exchanged out for a guidewire advantage and proceeded to insert the 8.5fr biliary drain; however, the catheter would not follow the wire. The kumpe was then placed back into the duodenum and proceeded with inserting a lunderquist for support. Various attempts were made to dilate, but the catheter would not follow. The user proceeded to try a 6.5 french multipurpose drainage catheter. This was placed into the duodenum but there was not enough space to loop it. The user then tried the 8.5fr biliary drain again and it went perfectly into the duodenum. The physician then pulled the guidewire and the inner plastic dilator out. The guidewire came out, but the plastic stiffener would not come out. The user tried to pull it out without success. The physician tried to insert the guidewire back into the stiffener and could not get it back in the catheter. The user facility manipulated many times and could not get it. After trying to pull the stiffener out again, the catheter started mushrooming inside the patient. They then cut the catheter, trying to release the tension on the stiffener and tried inserting the guidewire again. They could not gain access back into the catheter and the tube was again mushrooming into the patient. The catheter was completely removed and access was lost for the biliary drain. The patient tolerated the procedure well. At the end of the procedure, the doctor did an ultrasound. There was a fluid collection under the skin that developed from pulling the tube. This was not present at the beginning of the procedure. We were unsure if it was bile or blood. This was the only complication from the procedure.

Event description:
The physician gained access to the right side of the liver into the biliary system with the access set. Inserted the .018 guidewire and inserted the .035 dilator of the set. Got a glidewire into the duodenum and then got a kumpee into the duodenum. The physician then exchanged out for a glidewire advantage and proceeded to insert the 8.5fr biliary drain. The catheter would not follow the wire. We then got the kumpee back into the duodenum and proceeded with inserting a lunderquist for support. We tried many things to dilate and the catheter would not follow. We then proceeded to try a 6.5 french multipurpose drainage catheter. We got it into the duodenum and did not have enough space to loop it. We then again tried the 8.5fr biliary drain. It went perfectly into the duodenum. The physician then pulled the guidewire and the inner plastic dilator out. The guidewire came out, but the plastic stiffener would not come out. We tried to pull it out and it would not come. The physician tried to insert the guidewire back into the stiffener and could not get it back in the catheter. The user facility manipulated many times and could not get it. After trying to pull the stiffener out again, the catheter started mushrooming inside the patient. They then cut the catheter in trying to release the tension on the stiffener and tried inserting the guidewire again. They could not gain access back into the catheter and the tube was again mushrooming into the patient. We had to pull the catheter completely out and lost access for biliary drain. The patient tolerated the procedure well. At the end of the procedure, the doctor did an ultrasound. There was a fluid collection under the skin that developed from pulling the tube. This was not present at the beginning of the procedure. We were unsure if it was bile or blood. This was the only complication from the procedure.

Manufacturer narrative:
(B)(4). The event is currently under investigation.